Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump passed displacement test, sleep current test and active current test. No error this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running noted during testing. This alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running confirmed. This alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for power error detected alarm. The notification light was not stopped flashing immediately. The insulin pump will be returned for analysis.